Event description:
Patient contacted dexcom technical support on (B)(6) 2013 and claimed that on (B)(6) 2013 the transmitter gave an out of range signal for about 2 hours. The transmitter was no longer giving an out of range signal when patient called.at the time of contact with dexcom technical support, patient did not report any medical intervention or injuries.